Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013 at 07:41. During drain cycle one the home patient (hp) had an ultrafiltration of 1144ml with a fill volume of 1700ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was determined to be a false empty detect at initial drain and the initial drain alarm volume was met. If additional relevant information is obtained, then a follow-up MDR will be submitted.